Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that pre-operation, the patient had an engorgement of the liver which resulted in auto-anti-coagulation throughout the surgical procedure. The lvad was successfully implanted; however, after initiation of the pump, it was noted that the outflow graft oozed significantly. The patient was transferred to the ICU with continued chest tube drainage and approx. Two hours later was returned to the or for implantation of abiomed bvs-5000 for right sided support. The patient continued to bleed throughout the night and was reported to have expired the next morning. The hospital did not report the cause of death to the manufacturer.

Manufacturer narrative:
The device was not explanted from the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.